Manufacturer narrative:
Philips received a complaint regarding a heartstart mrx device, indicating a battery error. There was reportedly no patient involvement. The alleged malfunction of the device includes the following errors: "therapy dial error," which is also displayed on the screen, and "battery error," indicating that the device does not recognize the battery. Additionally, when the battery is installed, an "x" is displayed, and an alarm tone sounds. The error occurred during the device check. The customer was informed that service could no longer be completed on the unit as the device had reached its end of life (eol). As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site. No further action is warranted at this time. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device exhibited a battery error. There was no reported patient involvement.